Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot chat, it was reported that the customer experienced bleeding and pain after applying the biosensor to the arm on (B)(6) 2025. The symptoms continued and on the third day the sensor was removed. The customer replied ¿yes¿ to the to the harm/injury/impairment question on the chat. The event occurred in mexico, and the customer was ¿given painkillers to reduce the pain.¿ the healthcare provider (hcp) who prescribed the unspecified medication was not documented. After the event the customer was not able to exercise for several days. At the time the event was reported on (B)(6) 2025, the customer indicated they had recovered. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional customer or event information is available.